Manufacturer narrative:
(B)(4). Batch # p91f6y. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked . No instrument could be attached to the handpiece. The tighten assembly alert screen could be displayed due to the device not tightening to the handpiece correctly. The instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly, until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy procedure, although the hp054 did function with no problems at the beginning, then ¿tighten assembly¿ was displayed during use. The hp054 was reassembled but it could not be used. The number of remaining uses of hp054 was unknown. Another handpiece was used to complete the case. There were no adverse consequences to the patient.